Event description:
It was reported that the guidewire tip detached inside the patient. A v-14 control wire was selected for use in an angioplasty procedure in the severely calcified and severely tortuous anterior tibial artery. A femoral approach was used to access the totally occluded lesion. During the procedure, the physician used the guidewire to navigate through the entirely occluded anterior tibial artery. While navigating through the anterior tibial artery, the guidewire tip detached and was left in the artery. The tip became embedded in the stenosis. The physician did not attempt to remove the tip because it was felt the tip did not represent a risk to the patient as the artery was entirely occluded. At this point, the physician opted to end the procedure early. The patient condition was stable after the procedure, and future intervention might occur if the patient condition worsens.

Event description:
It was reported that the guidewire tip detached inside the patient. A v-14 control wire was selected for use in an angioplasty procedure in the severely calcified and severely tortuous anterior tibial artery. A femoral approach was used to access the totally occluded lesion. During the procedure, the physician used the guidewire to navigate through the entirely occluded anterior tibial artery. While navigating through the anterior tibial artery, the guidewire tip detached and was left in the artery. The tip became embedded in the stenosis. The physician did not attempt to remove the tip because it was felt the tip did not represent a risk to the patient as the artery was entirely occluded. At this point, the physician opted to end the procedure early. The patient condition was stable after the procedure, and future intervention might occur if the patient condition worsens.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a v-14 control wire. The polymer tip is detached approximately at 299.3 cm from the proximal end. The detached section was not returned. The distal tip was kinked. The guidewire body was kinked approximately at 32 cm and 116 cm from the proximal end. Dimensional inspection was performed on the returned portion of the guidewire. The od of the middle and proximal section of the guidewire was found within specification. No further damage was found in the device.